Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had cracks on the screen and a black spot under the display. The patient's blood glucose was 105 mg/dl. It was advised that the customer revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a cracked and bleeding lcd glass, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.